Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitor sensor pairing failed to produce readings after initial setup, and the user re-paired the sensor following troubleshooting guidance, with instruction to contact the cgm manufacturer¿s support if the issue persisted. Symptoms included no adverse clinical effects reported. Outcomes included no impact beyond the need for troubleshooting and re-pairing. Investigation included user guidance to toggle from another sensor and re-pair, consistent with standard troubleshooting and education. Investigation of this case revealed a resolved pairing failure consistent with a transient connectivity or setup issue related to the cgm sensor pairing process. No malfunction of the ilet device was confirmed, and the event was attributable to cgm pairing setup rather than a device failure.